Event description:
It was reported the rv lead was capped due to extracardiac stimulation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had also exhibited high pace/sense impedance and a threshold rise. The lead was originally reprogrammed and ultimately capped and replaced. This patient is a participant in the sls clinical study. No patient complications have been reported as a result of this event.